Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is user error: improper infuse implant size selection, using an implant that was too long, or not installing the implant deep enough.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient had initial si joint pain relief, but later presented to a new surgeon with complaints of pain around the left si joint. The surgeon determined that the most superior positioned implant was too proud of the ilium causing pain. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior positioned implant using chisels as it was solidly fixed in bone. The status of the patient following the revision is not known.